Manufacturer narrative:
The insulin pump had unexpected restart after battery change due to faulty interface board.

Event description:
The customer reported via phone call that they received unexpected restart alarm after battery change. The customer's blood glucose was 186 mg/dl at the time of incident. The insulin pump was returned for analysis.